Manufacturer narrative:
The reported event of unable to interrogate was confirmed. As received, the device had no telemetry. The device was cut open and analysis performed noted the battery at end of service (eos) level prematurely. The cause of premature depletion was consistent with latch-up, suspected integrated circuit (ic) component anomaly on the hybrid. A new battery was attached, further testing was performed, and analysis indicated normal device functionality. Longevity assessment was performed and the device was found to have premature battery depletion.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The implant date was estimated to have been in 2024.